Event description:
Pt's spouse turned on oxygen-conserving regulator on a portable cylinder and the regulator exploded, causing a metal cap from the regulator to hit them in the abdomen and knocked the air out of them spouse fell to the floor.